Manufacturer narrative:
The patient underwent a surgical procedure and suffered a severe burn to her upper thigh. The following day she had a large blister. The adverse event occurred during the procedure and the device had no influence on the event. User of device failed to follow instructions. User should always follow the user manual and not marketing materials.

Event description:
A female patient underwent a surgical procedure and suffered a severe burn to her upper thigh. The following day a large blister appeared.

Event description:
A female patient underwent a surgical procedure and suffered a severe burn to her upper thigh. The following day a large blister appeared.

Manufacturer narrative:
The patient underwent a surgical procedure and suffered a severe burn to her upper thigh. The following day she had a large blister. The adverse event occurred during the procedure and the device had no influence on the event. User of device failed to follow instructions of the user manual.